Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced.

Event description:
A report was received that the patient¿s ipg would deplete faster than usual. Database analysis revealed that the device exhibits premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg would deplete faster than usual. Database analysis revealed that the device exhibits premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg would deplete faster than usual. Database analysis revealed that the device exhibits premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.